Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated the fallopian tube / perforation (fallopian tube)") in a 28-year-old female patient who had essure (batch no. A46110-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 11 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ severe pain / pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), thyroid function test abnormal ("elevated thyroid levels"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain ("abdomen pain") and flank pain ("occasional pain on my right side"). The patient was treated with ibuprofen (advil), fluconazole (diflucan) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain lower, back pain, thyroid function test abnormal, headache, migraine, vaginal discharge, vaginal infection, fatigue, vaginal haemorrhage, depression, anxiety, weight increased, weight decreased and abdominal pain had resolved and the flank pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, fallopian tube perforation, fatigue, flank pain, headache, menorrhagia, migraine, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the concomitant product included diflucan from 2013 to 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain,vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: new event occasional pain on my right side added and event outcome recovered / resolved added for all events except occasional pain on my right side. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated the fallopian tube / perforation (fallopian tube)") in a 28-year-old female patient who had essure (batch no. A46110-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 11 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ severe pain / pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), thyroid function test abnormal ("elevated thyroid levels"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen (advil), fluconazole (diflucan) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, thyroid function test abnormal, headache, migraine, vaginal discharge, vaginal infection, fatigue, vaginal haemorrhage, depression, anxiety, weight increased and weight decreased had resolved, the pelvic pain, abdominal pain lower and back pain was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the concomitant product included diflucan from 2013 to 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain,vaginal bleeding, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated the fallopian tube / perforation (fallopian tube)") in a 28-year-old female patient who had essure (batch no. A46110-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 11 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ severe pain / pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), thyroid function test abnormal ("elevated thyroid levels"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen (advil), fluconazole (diflucan) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, thyroid function test abnormal, headache, migraine, vaginal discharge, vaginal infection, fatigue, vaginal haemorrhage, depression, anxiety, weight increased and weight decreased had resolved, the pelvic pain, abdominal pain lower and back pain was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the concomitant product included diflucan from 2013 to 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain,vaginal bleeding, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated the fallopian tube / perforation (fallopian tube)") in a 28-year-old female patient who had essure (batch no. A46110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 11 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ severe pain / pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), thyroid function test abnormal ("elevated thyroid levels"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen (advil) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, thyroid function test abnormal, headache, migraine, vaginal discharge, vaginal infection, fatigue, vaginal haemorrhage, depression, anxiety, weight increased and weight decreased had resolved, the pelvic pain, abdominal pain lower and back pain was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the concomitant product included difulcan from 2013 to 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), depression, anxiety, weight gain, weight loss, abdomen pain, did not undergo an essure confirmation test" were added. Lot number was added. Product implant and explant date was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated the fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ severe pain"), menorrhagia ("heavy bleeding during menstruation"), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), thyroid function test abnormal ("elevated thyroid levels"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2014, she underwent a left salpingectomy, during which her left fallopian tube was removed). At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain lower, back pain, thyroid function test abnormal, headache, migraine, vaginal discharge, vaginal infection and fatigue was resolving. The reporter considered abdominal pain lower, back pain, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, thyroid function test abnormal, vaginal discharge and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.